Event description:
Caller reported error with cgm identified as error 42. There was no adverse impact to the customer's blood glucose level. Customer was provided with complete information on how to reset the pump and will perform the reset when ready, with plans to follow up if the issue persists.